Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider called for some programming recommendations to resolve some intermittent t-wave oversensing (twos) post-pace on the right ventricular (rv) lead. Reprogramming options were discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.